Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the operation, a cage fractured while the plate was being installed through it. All pieces of the cage were retrieved and the surgery was completed without patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was returned and evaluated. It was found to have fractured as reported. The complaint is confirmed. Potential cause root cause was unable to be determined. This event could possibly be attributed to the plates being inserted off-axis. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the operation, a cage fractured while the plate was being installed through it. All pieces of the cage were retrieved and the surgery was completed without patient impacts.